Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "delayed healing" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: complication with healing and scaring of the implants, not healing and closing correctly¿, ¿milk was not suitable to give the infant, due to the immune issue¿ and ¿assumes that is in risk and wants to remove breast devices immediately.

Event description:
Patient reported ¿complication with healing and scaring of the implants, not healing and closing correctly¿, ¿milk was not suitable to give the infant, due to the immune issue¿ and ¿assumes that is in risk and wants to remove breast devices immediately¿. The device remains implanted.